Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and (B)(4) has been used for the manufacture report number. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that while using an unspecified bd pre-filled normal saline filled flush to flush an IV in a patient's right forearm, a clinician found that the IV would not flush. Instead the saline flush tubing broke off from the saline lock and blood and saline flew into the clinician's face and eyes. The clinician received post exposure lab work. The test results were negative and no prophylactic treatment was provided.